Event description:
During the placement of a victory wire into a .018 navicross, the distal end of the victory wire got stuck in the navicross and broke off. They entire navicross and victory wire was removed from the patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: a new navicross and victory wire was used what is the next course of action?: no further action required patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During the placement of a victory wire into a .018 navicross, the distal end of the victory wire got stuck in the navicross and broke off. They entire navicross and victory wire was removed from the patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: a new navicross and victory wire was used what is the next course of action?: no further action required patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no.

Event description:
During the placement of a victory wire into a .018 navicross, the distal end of the victory wire got stuck in the navicross and broke off. They entire navicross and victory wire was removed from the patient. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue?: a new navicross and victory wire was used what is the next course of action?: no further action required patient present at time of event?: yes patient complications: no patient complications device acquired from a distributor?: no.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.